Event description:
Bd safetyglide needle 25g x 1 (mpn 305916), lot # 2007149. When this specific lot number is connected to a syringe, the plunger is very difficult to compress. Tested several other lot numbers from the same product and had no issues. Issue only appears to impact lot # 2007149. Test date: (B)(6) 2022. Issue was identified and tested in our pediatrics department. Department contact is timothy willman. FDA safety report ID# (B)(4).